Event description:
It was reported that there were no plans for another driveline repair.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of cosmetic damage on the repaired area of the driveline was confirmed through the evaluation of the submitted photograph. The submitted log file contained data from 26aug2021 through 20sep2021. The pump appeared to be functioning as intended, remaining above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15dec2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. Lastly, the IFU explicitly states, "a patient should sleep or plan to sleep only when connected to the power module. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion.¿ heartmate ii lvas patient handbook, rev. C. Is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Lastly, the patient handbook indicates that the power module should be used for power while the user is indoors relaxing-and always when sleeping (or when sleep is likely). The user must connect to the power module when sleeping; otherwise, the alarms may not be heard. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event date is estimated. Previous driveline repair reported under MFR # 2916596-2019-05379. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted and during the examination tape was noted on the driveline. On further inspection after taking off the tape there were two tears of silicone at the driveline repair site. There were visible wires seen and rescue tape was applied. The patient had a driveline splicing repair in 2019. The patient sated that the tears appeared a few months prior to the visit. The patient denied any alarms and there were no alarms seen on interrogation. The log file captured routine events with nothing unusual noted.